Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband called assistance in programming the insulin pump. The high pressure test was performed and the insulin pump did not pass the test. The reported blood glucose reading was 134 mg/dl. Nothing further was reported.